Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a black screen and not power on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station displayed a black screen and would not power on. The field service engineer (fse) checked the power supply and confirmed to be working properly. Upon inspection, the pyxibus cable was found damaged and causing the device to power down. The damaged cable was replaced. After replacement, firmware updates were applied, and the station was rebooted. The station was then tested in hardware test application (hta), and the customer successfully performed inventory, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.